Event description:
Same event as manufacturer's report #: 6000093-2007-00462. It was reported that during an unspecified procedure, two maverick2 monorail balloons ruptured. The 90% stenotic lesion being treated was located in the heavily calcified left anterior descending artery (lad). The number of inflations and to what atms is unknown. Two 2.0 x 15mm and 2.5 x 15mm maverick monorail balloons were used to complete the procedure. It was reported that the patient may be brought back in for rotational atherectomy due to the calcification. No patient complications were reported, and patient status was reported as 'okay'.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed; therefore, no product analysis can be done, and no root cause determination can be made. The manufacturing records for top assembly batch 9186749 have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.